Event description:
The caller reported that she intubated the pt on (B)(6) 2011 for surgery. On (B)(6) 2011, she was extubating the pt and suctioned a piece of the stylet sheath in the pt from the intubation. There was no re-intubation. The endotracheal tube used was a 3.5 portex. The caller stated this was a difficult intubation, and the tube placement was confirmed by x-ray. The film was finally read as negative with good placement. The caller stated that there were no obvious difficulties encountered during the post-op to indicate the sheath had caused any problems. The caller stated that the radiologists thought that the extra piece barely seen on the film was an artifact. No lidocaine was used for the intubation and the caller did not believe that the tube was cut.

Manufacturer narrative:
A review of the device history records for this lot of product confirmed that none of the samples inspected prior to release presented the reported condition. The product was in conformance and was released for distribution accomplishing all established quality assurance acceptance levels. The tracheal tube stylet is exempt from the premarker notifications, (B)(4).